Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that interrogation could be initiated in the mobile programmer application; however, a loss of bluetooth occurred re presented by dots in the electrograms (egm) and markers were not visible. Device diagnostics, lead trends, and lead measurement testing were available and functioning. Troubleshooting steps were taken to include swapping out the application, but the issue persisted. Additional troubleshooting steps were taken to include ending the session, restarting the application, and disabling the option to use wireless telemetry for the session. After wireless telemetry was unchecked and the session was reinitiated, egms and markers were visible and functioned as expected. No patient complications have been reported as a result of this event. Application version: 4.5.2, host tablet os version: 18.6.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that a loss of bluetooth occurred could not be confirmed. Analysis of the service logs found the customer comment that there were dots in the electrograms (egm) and markers were not visible was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.